Manufacturer narrative:
The lot number was provided. However, the actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No adverse trend was indicated. The root cause could not be determined. (B)(4).

Event description:
Additional information obtained via questionnaire on 05/25/2016 from the reporting physician indicated that the patient experienced mild discomfort and pain immediately upon insertion of the contact lens in the left eye (os). The questionnaire indicated that the patient was diagnosed with an unspecified corneal ulcer. The treatment included instruction to temporarily discontinue contact lens wear; no other information regarding a treatment regimen was provided. The symptoms resolved and the patient has resumed contact lens wear. Additional information has been requested but not yet received; clarification from the reporting physician regarding the differing diagnoses provided for this event has also been requested.

Manufacturer narrative:
Two complaint samples from an unknown lot were returned for evaluation. The complaint samples were found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care provider (ecp) on (B)(6) 2016 via telephone, a patient experienced a corneal erosion in the left eye directly after contact lens placement. The ophthalmologist thought it was linked to the first lens wear so he applied oxybuprocaine at 8:30 am to 9:00 am. At 11:00 am the patient returned due to additional discomfort. Physical examination identified corneal erosion. (Information regarding the percentage of epithelial loss on the corneal surface was not provided). The contact lenses were removed. It is unknown if the symptoms have resolved and if the patient has resumed contact lens wear. Additional information has been requested but not yet received.